Event description:
It was reported that a continu-flo primary administration set was ¿faulty.¿ this was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted excess solvent at the junction of the tube and the chamber pip. Air was passed through the set and blockage was noted. The reported condition was verified. The cause of the blockage was determined to be from excessive solvent during manual assembly of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.